Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that her ins has not worked for a couple years now and she is currently working with her insurance company to get a replacement. No further information was given by the patient. No further complications were reported. No patient symptoms were reported.